Event description:
Tissue burn. Customer reports that pt experienced a submucosal tissue burn during a tonsillectomy. Reporter states that generator actuator was depressed and activated causing the burn. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9700686-00

Manufacturer narrative:
Two scissors of the above stated lot were returned for evaluation. Both scissors were tested for electrical function and each one met the finished goods requirements for bi-polar scissors.